Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 3 and flail. A mitraclip xtw was inserted, and grasping was performed. However, the clip became caught on the anterior mitral leaflet. Troubleshooting was performed, and the clip was freed. The clip was repositioned but became caught on the leaflet again. Troubleshooting was performed. However, the clip was not able to be removed. Therefore, the clip was implanted, where it was stuck, attached to both leaflets. It was noted that the clip was stable on the leaflets. To further reduce mr, a second clip was then inserted and deployed on the mitral valve, reducing mr to a grade of 1. There was no clinically significant delay in the procedure.

Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the entrapment of device (clip caught on the leaflet) cannot be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.